Manufacturer narrative:
Product event summary: analysis confirmed the rf (radio frequency) head failed uplink functional tests; rf head cable found out of electrical specification. Analysis also found the rf head label was delaminated and the lens on the upper case was broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left half of the programmer screen would not respond to the touch pen and the pen could not be calibrated to be accurate. It was also reported that the radio frequency (rf) programmer head did not work. The rf head had no lights on it when it was connected. The programmer and rf head were returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.